Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore cause of event cannot be determined. The product ID and lot number of suspect product could not be identified.multiple products were implanted including: product ID: 55740016545 lot: unknown quantity: 1 product ID: 55740017545 lot: unknown quantity: 5 product ID: 55740017550 lot: unknown quantity: 1 product ID: 1555106150 lot: unknown quantity: 1 it is unknown that which product contributed to reported pain.

Event description:
Levels implanted: l1-5 it was reported that on (B)(6) 2015, patient underwent unspecified spinal procedure. Post-op, the patient complained of pain due to loosening of screw and hitting the ilium by placed rod, so on (B)(6) 2016, revision surgery was scheduled to replace the screw and extend levels.